Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens, and a bubbled dso seal. There was no evidence in the event history log; however, the ehl was erased and reverted back to 2005 every time. Functional testing was unable to verify or duplicate the reported problem; however, a degraded latch lock sensor was revealed. It was determined that the most probable cause was the degraded latch lock sensor. The latch lock sensor, main board, dso sensor, dso seal, and lens were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited system fault 41541. There was unknown patient involvement.